Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator delivered inappropriate shock due to over-sensed noise. The device was subsequently explanted and replaced. Further information was requested but not received.